Event description:
It was reported the pt was unable to establish communication with the ipg using multiple external devices (confirmed by sjm rep). It was also reported the pt has lost weight. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.